Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not deploy when the pod was activated; this indicates a needle mechanism failure occurred.

Manufacturer narrative:
The device was received not deployed. The download data indicates that the pod completed its first priming sequence and then it was subsequently deactivated by the user, resulting in the needle to not deploy. Device was returned in pod state 15 with no hazard alarms confirming the device was deactivated. No damages or defects were observed that would result in a needle not deploying. Lot number changed from unavailable to pd1c09262011. Catalog no changed from zxp425 to ble-i1-529. Sequence number changed from unavailable to xxxxx. Expiration date changed from unavailable to 3/26/2022. Model no changed from 19191 to 18320. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 9/26/2020.